Event description:
The reporter contacted animas on (B)(6) 2013 that the patient is having a problem with the insets. The reporter stated that for the past few months the tubing on the insets look funny. The reporter stated that the patient¿s blood glucose (bg) is reading high on the meter due to air bubbles in the tubing with excessive thirst. This report is being made due to the alleged hyperglycemic event the patient experienced due to alleged air bubbles in the tubing.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.